Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Surgeon complained that targeting guide for scn nail was not locking correctly during the case. Surgeon had to "freehand" distal locking screws for nail.

Manufacturer narrative:
Referring to the product inquiry the target adapter t2 scn is the only reported device and thus considered the primary product. A review of the inspection records for the reported instrument revealed no discrepancies; no manufacturing related issues were found. Furthermore, as the target adapter had been in use for approx. 4 years we presuppose that it had fulfilled its tasks in former surgeries as intended without problems reported. This was confirmed by the sales rep who stated: ¿device worked without complaints cases prior not sure when damaged.¿ a physical examination was not possible since the reported product was not returned to stryker kiel. Based on the limited information given and in absence of the affected product the root cause of the reported event could not be determined. Review of complaint history, CAPA database, risk analysis and the labeling did not identify any deviations. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
Surgeon complained that targeting guide for scn nail was not locking correctly during the case. Surgeon had to "freehand" distal locking screws for nail.